Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿leakage in the injection¿, with reported lot # 0182212 regarding item # 391451, the complaint could not be confirmed. The DHR of material number 391451 and lot number 0182212 was checked for any quality notifications, and there were no quality notifications raised on this lot. No samples and no photographs received from the customer. The investigating team has used the retention samples of material code 391451 and lot number 0182212 for investigating the reported defect. The ten retention samples of 0182212 were checked for leakage. No retention sample showed any leakage. The defect could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: the root cause is undetermined.

Event description:
It was reported that venflon 2 bl 22ga IV cannula leaked. The following information was provided by the initial reporter: pvk had a leakage in the injektionport.